Event description:
The pt was reportedly implanted with an unspecified cook mesh on (B)(6) 2000, by dr (B)(6), at fort (B)(6) medical center in (B)(6). The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.

Manufacturer narrative:
Without additional medically based factual details, it is difficult to draw a conclusion. The root cause of the patient¿s current complaints remains inconclusive.

Event description:
The patient was reportedly implanted with an unspecified cook mesh on (B)(6) 2000, by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: on (B)(6) 2000, dr. (B)(6) implanted a sling to treat the patient's stress urinary incontinence and repaired a cystocele and a rectocele. The patient was discharged to home the same day with a urinary catheter in place. One week post-op, the patient returned for catheter removal. The patient reported that after this she began to experience a urinary tract infection and was hospitalized. After release from the hospital, the patient performed self-catheterizations at home. The patient consulted with dr. (B)(6) who reportedly recommended the patient undergo revision of her sling procedure. On (B)(6) 2000, dr. (B)(6) reportedly clipped or cut the sling so that the patient's bladder could relax when it was full. The patient reported that after this procedure, she had improvement in her urinary incontinence, but it got worse again over time. The patient currently sees dr. (B)(6) for her urological concerns. The patient reported that dr. (B)(4)advised her that the sling should be removed. The patient had not sought further consultation regarding this as her back problems took priority.

Manufacturer narrative:
Date of event not provided by the complainants. Product name unknown; product unspecified. Product common name unknown; product unspecified. Lot number not provided by the complainant; product expire date unknown; lot number not provided; product catalog number unknown; product unspecified. 510 (k) unknown; product unspecified. The product code listed is not necessarily the product code assigned to the device 510 (k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unknown; lot number unknown. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified cook product's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained a follow-up MDR will be filed.